Manufacturer narrative:
The manufacturing process as well as device history reports show that the lead has been manufactured and delivered to the field following all applicable procedures.

Event description:
Reportedly, during the implant, when performing the tests, the lead did not capture, impedances were greater than 3000 ohms and the sensing was poor. They tried to reposition it and follow all the instructions, but it did not work. They implanted a new vega lead and it showed good results.

Event description:
Reportedly, during the implant, when performing the tests, the lead did not capture, impedances were greater than 3000 ohms and the sensing was poor. They tried to reposition it and follow all the instructions, but it did not work. They implanted a new vega lead and it showed good results.

Manufacturer narrative:
The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The investigation of the subject lead did not show any abnormalities. The value of the measured polarisation was out of specification, this higher value can be explained by the presence of blood and tissue on the screw of the lead. All other electrical, mechanical, and dimensional measurements were within specifications. The reported issue most likely occurred due to external factors that are independent of the lead characteristics, such as physician preferred implant site or patient physiology/anatomy. These issues are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. Based on the investigation results, a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during the implant, when performing the tests, the lead did not capture, impedances were greater than 3000 ohms and the sensing was poor. They tried to reposition it and follow all the instructions, but it did not work. They implanted a new vega lead and it showed good results.